Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The stenosed target lesion was located in a mildly tortuous and moderately calcified unspecified vessel. The 4.0x150mm 150cm sterling¿ sl balloon was advanced and during the first inflation the balloon ruptured. The procedure was completed with another 4.0x150mm 150cm sterling¿ sl balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was contrast in the inflation lumen and blood in the guidewire lumen. There was numerous kinks throughout the shaft of the device. Microscopic examination revealed a longitudinal tear 1.5cm from the proximal balloon cone with a circumferential tear at the end. Majority of the balloon was folded inside out and backwards over the distal tip. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The stenosed target lesion was located in a mildly tortuous and moderately calcified unspecified vessel. The 4.0x150mm 150cm sterling sl balloon was advanced and during the first inflation the balloon ruptured. The procedure was completed with another 4.0x150mm 150cm sterling sl balloon. No patient complications were reported and the patient status is stable.